Manufacturer narrative:
Additional information received: addendum (10/05/2015): additional information was received that there weren¿t any anomalies noted during the prep of the device. There wasn¿t any damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There weren¿t any kinks noted on the device prior to use. The patient was being treated for stenosis of the iliac ¿leg portion.¿ the balloon ruptured before it reached its nominal pressure. The device did not separate or break into two or more pieces at any time during the procedure. The device was removed in one piece from the patient. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(6). The gender of the patient is unknown. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), it was reported that a 8mmx4cm 80 powerflex pro pta catheter was delivered to the lesion and inflated, however, it ruptured before nominal pressure at its initial dilatation. Therefore, the balloon was changed for a new 7mmx4cm powerflex. The procedure was finished successfully. There was no report of patient injury. The product was clinically used and it will be returned for analysis. The patient's information was unknown. The target lesion was the unknown. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was unknown. An approach was made from the right femoral artery for the stent graft. There was a stenosis at the iliac artery of the limb.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta), it was reported that an 8mm x 4cm 80 powerflex pro pta balloon catheter (bc) was delivered to the lesion and inflated; however, it ruptured below nominal pressure at its initial dilatation. Therefore, the balloon was changed for a new 7mm x 4cm powerflex bc. The procedure was finished successfully. There was no report of patient injury. The patient¿s information is unknown. The target lesion is unknown. The lesion was heavily calcified and moderately tortuous. The rate of stenosis is unknown. An approach was made from the right femoral artery for the stent graft. There was a stenosis in the iliac artery of the limb. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient was being treated for stenosis of the iliac ¿leg portion.¿ the balloon ruptured before it reached its nominal pressure. The device did not separate or break into two or more pieces at any time during the procedure. The device was removed in one piece from the patient. The product was returned for analysis. One non sterile catheter powerflex pro 8mm x 4cm 80cm bc was returned. Per visual analysis the balloon was returned deflated and appeared to have been inflated. No other anomalies were observed in the device. A leak test was performed and a leakage was noted in the balloon due to a pinhole condition. Per sem analysis the external surface revealed evidence of scratches near to the leakage. The balloon internal surface revealed no evidence of damage. The distal marker band revealed no anomalies. A device history record (DHR) review of lot 17196154 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification and moderate tortuosity) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.